Manufacturer narrative:
Additional reporter name:(B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the pump generated a fiber optic sensor failure alarm. The customer had removed and reinserted the fiber optic sensor, with no improvement. They stated the inner lumen of the iab was capped, so they had the radial line transduced to the pump. It was explained that they could use the radial as an alternative source on the pump. There was no patient harm or adverse event reported.

Manufacturer narrative:
Device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender tubing was also returned. A kink was observed on the catheter tubing approximately 76.2cm from iab tip. The optical fiber was found to be broken within the membrane approximately 23.4cm from iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record ID # (B)(4).

Event description:
It was reported that after five and a half days intra-aortic balloon (iab) therapy, the pump generated a fiber optic sensor failure alarm. The customer had removed and reinserted the fiber optic sensor, with no improvement. They stated the inner lumen of the iab was capped, so they had the radial line transduced to the pump. It was explained that they could use the radial as an alternative source on the pump. The iab had been inserted on (B)(6) 2023 and was removed on (B)(6) 2023. There was no patient harm or adverse event reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Complaint record ID # (B)(4).

Event description:
N/a.